Manufacturer narrative:
(B)(4).

Event description:
It was reported that a follow up CT scan identified a distal type I endoleak with a 6.6 cm thoracic aortic aneurysm just distal to the existing stent graft. Per the physician that cause of the endoleak was due to disease progression.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had an intervention. Three additional valiant stent grafts were implanted and the endoleak resolved. It noted that the patient tolerated the procedure without any issues.

Event description:
A talent stent graft system was implanted in a patient for the endovascular of a 53 mm in diameter thoracic aortic aneurysm. Proximal aorta was 28 mm in diameter. Distal aorta was 28 mm in diameter. It was reported that during the patient¿s two year follow-up CT scan, the maximum diameter of the aneurysm had increased from 50 mm to 52 mm in diameter. There was no evidence of a migration or an endoleak. No intervention has been planned. Also, there was thrombus noted between the two overlapping stent grafts which were previously seen on prior exams. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement, occlusion);(unknown cause of event). Conclusion: known inherent risk of a procedure (aneurysm enlargement, occlusion); (unknown cause of event).